Event description:
The customer reported a leak due to disconnected tubing from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The customer proceeded to reconnect the disconnected tubing at the bsv. The customer stated that the instrument generated low vacuum low error followed by probe wipe not home error at the time of the event. The customer tried moving the probe wipe block manually but the probe wipe block would not move. The customer stated that the volume of the leak was a few milliliters and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the probe wipe was stuck at the top of its movement. The fse manually lowered the probe wipe and replaced the cable which appeared to be damaged from a previous leak. The fse then adjusted the probe wipe and verified its movement. The fse indicated that the leak and vacuum errors were resolved by the customer reattaching the tubing to the bsv. Failure mode of the event is attributed to disconnected tubing from the bsv and a damaged cable at the probe wipe; the instrument generated errors to alert the operator to an instrument problem. (B)(4).